Event description:
Caller reported that the indicated battery charge of the pump dropped by 85% in a short period of time. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer intended to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. Technical support resolved the issue by arranging a replacement pump and instructed the customer on procedures for returning the problematic pump.